Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left side. The 71% stenosed, 13mm in length, eccentric, de novo target lesion was located in the mildly tortuous, moderately calcified and 3mm in diameter left anterior descending artery. The lesion contained a bend <=45 degrees. A 3.00 x 16mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another for the same device. No patient complications were reported and the patient's status was stable.